Event description:
It was reported that during a bph prostate procedure at 27,000 joules at 80w and 120w the fiber was lacking power. It was noted that the tip of the fiber had broken off inside the patient. The tip was retrieved and the fiber exchanged. At about 200,000 joules at 140w the second fiber was also losing power and the tip of fiber was cracking and breaking and finished at 286,000 joules. The case was completed by an alternative procedure called "the button". Patient outcome: "ok" was reported. This report is for the second fiber.